Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device would not power on when the device lid was activated. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.

Manufacturer narrative:
The device was returned to stryker product analysis center (pac) for investigation. During evaluation at stryker pac, the reported issue was able to be verified. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device would not power on when the device lid was activated. In this state defibrillation therapy may be delayed if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.

Manufacturer narrative:
The device was still able to be powered on and off by pressing the on/off button. The root cause of the issues was isolated to the reed switch, sw5. The customer's device was archived by stryker and the customer received a replacement device.